Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation.(B)(4).

Event description:
Customer contacted tsc to report false negative patient antibody screen result as part of validation/correlation studies on ortho vision analyzer. Customer reports that expected positive iat sample was tested with 0.8% surgiscreen lot# vss200 exp 8/11/20 and yielded negative result. Sample was previously tested with 0.8% surgiscreen cells lot# vss194 and yielded results of 1-2+ positive reactivity. Relevant information: issue started on: (B)(6) 20 incident date, reported 7/15/20. Microtubes/wells or cell (donor #) affected: all 3 cells negative. Reaction grade obtained: neg. Customer was expecting: pos reactivity. Test repeated: no. Sample ID: patient validation sample. Number of samples affected? One sample. Was qc affected? No, qc acceptable. Was any expired product used? No. When was the last successful qc run? Day of. Product handling protocol: cassette/gel card storage temperature range: as per IFU. Cassette/gel card orientation: as per IFU. Rbc storage and handling: as per IFU. Visual appearance before use: all products passing visual inspection. Was the vial freshly opened? No. Other relevant information: customer reports the following: sample ID (B)(6), an expected positive iat sample, on day 1 of testing resulted in a 1+ reaction with cell 2 and cell 3 resulting in "fib" assay flags. These flags were visually positive results, they did not appear to be true fibrin clots, so the positive reaction per routine testing sop for iat was retained. On day 2, cell 1 and cell 2 resulted in "fib" assay flags, but were visually positive reactions. Cell 3 resulted in a 2+ reaction, which was retained. On day 3, all 3 wells were negative. Tsc will obtain images of false negative result as well as order report for tests. Customer ran sample for antibody screen on 3 different days, (B)(6) through (B)(6) 20. Customer obtained positives/flags on day 1 and day 2 however on day 3, using new lot# of surgiscreen cells lot# vss200, obtained all 3 cells negative. Customer reporting for documentation purposes. No patient harm caused as sample is for validation purposes only, result not reported to clinician.